Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message occurred during aspiration. An angiojet® solent¿ proxi was selected for a thrombectomy treatment of the vena cava. The catheter was primed and advanced into the patient. During aspiration, it was noticed that the catheter had drawn air into the tubing and subsequently an error occurred stopping aspiration. Another angiojet® solent¿ proxi catheter was used to complete the procedure successfully. The patient was stable.

Manufacturer narrative:
Device avail. For eval? Returned to MFR. No. Device returned to MFR.? Device evaluated by MFR. Method, results and conclusion codes device evaluated by manufacturer: returned product consisted of a solent proxi thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed that a ¿check saline ¿error. It was observed that the blue vent that is attached to the bag spike was missing and fluid was coming out of the bag spike hole where the vent is attached. The blue vent that is attached to the bag spike was missing and not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4) .

Event description:
It was reported that an error message occurred during aspiration. An angiojet® solent¿ proxi was selected for a thrombectomy treatment of the vena cava. The catheter was primed and advanced into the patient. During aspiration, it was noticed that the catheter had drawn air into the tubing and subsequently an error occurred stopping aspiration. Another angiojet® solent¿ proxi catheter was used to complete the procedure successfully. The patient was stable.